Manufacturer narrative:
This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 419688 lead; 5076-52 lead, implanted (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing sensing integrity counter (sic) and non-sustained tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.